Event description:
Over the course of the month of april 2025, the healthcare technology management (htm) team received 140 unscheduled work orders related to plum 360 IV infusion pumps utilizing the vision battery problems, which were purchased from ICU medical. The battery issues varied from error messages indicating "service battery", "battery not installed". These pumps were purchased in the spring of 2024 and put into use in the fall of 2024. Implementation was delayed until after ICU medical addressed a recall on the csb batteries. ICU medical replaced all csb batteries with vision batteries and the health care system began using the pumps with the replacement batteries in the fall of 2024. According to ICU medical, the vision battery should have a lifespan of 1-2 years. Currently, the life span is less than 8 months. ICU medical has been alerted to these concerns and official complaints filed with the vendor. As of this report, arrangements are pending for pick-up of the batteries for evaluation by ICU medical. Pt code: 4582. Device code: 1466. Reference report: mw5173560, mw5173561, mw5173562, mw5173563, mw5173564, mw5173565, mw5173566, mw5173567, mw5173568, mw5173569, mw5173570, mw5173571, mw5173572, mw5173573, mw5173574, mw5173575, mw5173576, mw5173577, mw5173578, mw5173579, mw5173580, mw5173581, mw5173582, mw5173583, mw5173584, mw5173585, mw5173586, mw5173587, mw5173588, mw5173589, mw5173591, mw5173592, mw5173593, mw5173594, mw5173595, mw5173596, mw5173597, mw5173598, mw5173599, mw5173600, mw5173601, mw5173602, mw5173603, mw5173604, mw5173605, mw5173606, mw5173607, mw5173608, mw5173609, mw5173610, mw5173611 mw5173612, mw5173613, mw5173614, mw5173615, mw5173616, mw5173617, mw5173618, mw5173619, mw5173620, mw5173621, mw5173622, mw5173623, mw5173624, mw5173625, mw5173626, mw5173627, mw5173628, mw5173629, mw5173630, mw5173631, mw5173632, mw5173633, mw5173634, mw5173635, mw5173636, mw5173637, mw5173638, mw5173639, mw5173640, mw5173641, mw5173642, mw5173643, mw5173644, mw5173645, mw5173646, mw5173647, mw5173648, mw5173649, mw5173650, mw5173651, mw5173652, mw5173653, mw5173654, mw5173655, mw5173656 mw5173657, mw5173658 5173659, mw5173660, mw5173661, mw5173662, mw5173663 mw5173664, mw5173665, mw5173666, mw5173667 mw5173668, mw5173669, mw5173670, mw5173671, mw5173672, mw5173673, mw5173674 mw5173675, mw5173676, mw5173677, mw5173678, mw5173679, mw5173680, mw5173681, mw5173682, mw5173683, mw5173684, mw5173685, mw5173686, mw5173687, mw5173688, mw5173689, mw5173690, mw5173691, mw5173692, mw5173693, mw5173694, mw5173695 mw5173696, mw5173697, mw5173698 mw5173699.